Event description:
It was reported while using the crimper in the prescribed manner to lock the transverse connector to the synapse construct, one tip on the distal end of the silver prongs broke, as force was applied to the connector. The broken fragment was retrieved, but discarded by the hospital staff. The surgeon inspected the connector and was satisfied that it was correctly locked. The patient suffered no ill-effects. The crimper was retrieved, decontaminated and is returned with this report. A new crimper has been ordered. The surgeon reported that it appeared that when the lateral clamp was rotated, only one fork of the distal silver tip was in contact with the clamp. The additional force was directed through that single tip, causing the fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the distal tip of the crimper for transverse connectors broke off. Our investigations have shown that one tip of the forceps is indeed broken-snapped off. We have to assume that exceeding applied mechanical force may have cause the breakage. The cross section surface shows no irregularities which indicate material conformity as well.